Event description:
The customer's neighbor reported that the customer thought she received a reading of 142 mg/dl on their precision xtra meter and laid down. The customer then became unresponsive and lost consciousness. The paramedics were called and they received a blood glucose reading of 24 mg/dl on an unk meter. The customer was transported to a hospital. The customer's diagnosis and treatment are unk. However, the customer's neighbor reported that the customer drank juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that the customer was using expired test strips and had been thinking she was getting blood glucose readings, but instead, she was retrieving the readings from the memory of the meter. Therefore, the medical event is due to user error. In addition, this case does not involve a product malfunction (meter is designed to give an e-6 message if customer attempts to test with expired strips) and not allow the customer to receive blood glucose readings.